Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received audio anomaly. The customer¿s blood glucose level was 4.5 mmol/l. Customer was also reported that they did not hear beeps when audio volume settings were saved. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.